Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure, dft testing of the lead was performed and low, out of range, high voltage lead impedance issue was observed on the rv lead. Lead failed to deliver shock and patient was converted with external defibrillation. Lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable throughout the procedure.